Event description:
It was reported that balloon rupture occurred. A 5.00mm x 8mm nc emerge balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient was in good condition.